Manufacturer narrative:
Updated fields: h11 (h10 in previous emdr). The device was returned to olympus for evaluation and the customer's allegation of a pinhole in the cable was confirmed. A device history review could not be verified since the equipment in question was manufactured more than 15 years ago. Based on the results of the investigation, flaws in the cable were confirmed in addition, the following reportable malfunctions were identified during the device evaluation: free lock lever corrosion. Scope mount corrosion. Pixel failure due to image capture failure. Degradation of image capture. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): endoscopic image disappearance and freezing warning the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable may break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not secure the camera cable using a pean or similar object. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
The customer further reported that the reported event was first observed during pre-use inspection and was not used for procedure.

Manufacturer narrative:
Updated fields: g3, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation of a pinhole in the cable was confirmed. The device evaluation found corrosion, loose connection, poor quality image, and material integrity problem. A device history review could not be verified since the equipment in question was manufactured more than 15 years ago. Based on the results of the investigation, flaws in the cable were confirmed, however, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): endoscopic image disappearance and freezing warning - the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable may break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pean or similar object. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
The customer further reported that the reported event was first observed during pre-use inspection and was not used for procedure.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head cable had a pinhole. There were no reports of patient harm.